Manufacturer narrative:
Investigation summary: only the tip portion of a 14 french coude catheter was returned for evaluation. The tip had a small cut with a 1mm flap that was not prone to detaching. The package was not returned and could not be evaluated. The root cause investigation is ongoing. Manufacturer has reviewed the device history records, quality inspection data, and complaint history for the device. A review of the final inspection report and DHR for this lot indicate no anomalies that would contribute to this event.

Event description:
User's spouse reported that user felt pain upon catheterization but that there were no complications and no medical attention was required. User returned the tip portion of the used 14f coude catheter. Evaluation showed a small cut and a 1mm flap near the bend of the coude tip. The flap was not prone to detaching but may cause discomfort.